Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the user facility/recommendation by olympus having different recognition on device handling and reprocessing steps. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states detection methods. -IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii colonvideoscope failed a leak test during reprocessing. According to the initial reporter, the scope was set aside to dry and was inadvertently used on another patient. Reportedly, there were no adverse effects to the patient, no procedure delays, no required interventions, and no report of infection.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The leak was discovered. There were also several other forms of wear and tear noted throughout the device. Those include but are not limited to material deformation, material peeling, and material discoloration. If additional information becomes available following the device evaluation, a supplemental report will be filed.